Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, the customer cleaned the speaker holes and cleared the alarm. The customer's blood glucose was 393 mg/dl. Additionally, it was reported that the customer received a power source alert after plugging the pump in. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.